Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). The device history record (DHR) for the vp500d vasopress pump with serial number (B)(4) review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Product review of the vp500d vasopress pump performed by zimmer biomet surgical on august 08, 2019 revealed that the device power cord was cut and could not be tested. Additional product evaluation was performed by zimmer biomet surgical on october 03, 2019 since the original evaluation performed on august 08, 2019 did not provide details on the failure observed. Product review performed on october 03, 2019 revealed that the device power cord was cut exposing wires, part of the alarm code label was missing and housing had dents and scratches. Repair of the vp500d vasopress pump was not performed by zimmer biomet surgical due to the device being scrapped after product evaluation. The reported event " the device was delivering incorrect pressure " was not confirmed since during product review the power cord was cut and could not be tested. A definitive root cause of the pressure issues could not be determined with the provided information since as the reported event was not confirmed during evaluation of the device as the power cord was cut and the device could not be tested. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This is a well-known failure mode, with no allegations of harm or injury. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the device pump was delivering incorrect pressure. During evaluation of the device, it was discovered that there was exposed wiring on the device.